Manufacturer narrative:
Correction to h4 with additional information that was inadvertently missed in the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the angulation was fixed because a-wire was cut and caused the end to come apart and be immobilized. However, we could not surmise a cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angulation wires were snapped, the distal end was leaking, the bending cover was cut and showing signs of deterioration. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis eus ultrasound bronchofiberscope due to the unit having a broken lever. This event occurred during a diagnostic linear ebus procedure. According to the initial reporter, the procedure was completed with 'some limited movement'. Reportedly, there were no delays or no patient harm. The customer went on to confirm that the device was inspected prior to use, but scope elevation is not a routine part of that testing. The customer also noted that during the scope reprocessing, the unit was leaking.